Event description:
It is alleged that while polishing dentures, the safety lever on the handpiece did not function and the device would not stop running. It is alleged that the bur "flew out" of the device and almost hit a staff member. There was no injury. It is reported that some type of non-OEM 'acrylic' bur was used at the time.